Manufacturer narrative:
For section b2: the exact date of death is unknown. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to patient's underlying condition, procedural issues, resistance/non-compliance to medication, or a silk road medical device, hence, this event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that a few days after a right transcarotid artery revascularization (tcar) procedure, the patient presented with stroke like symptoms. Imaging revealed stent restenosis and the physician noted a diseased clot within the stent. The patient was then placed on lytic therapy to treat the diseased clot, which led to a hemorrhagic bleed and subsequent patient's demise. At this time, it is unknown if the reported event of stroke and restenosis are related to patient's underlying condition, procedural issues, resistance/non-compliance to medication, or a silk road medical device, hence, this event will be reported out of abundance of caution.

Manufacturer narrative:
Additional/updated information can be found in the following fields: b4: date of this report. B5: describe event or problem. G6: type of report. H2: if follow up, what type? H11: additional manufacturer narrative.

Event description:
This supplemental MDR is being submitted to update section b5 per internal review: the patient's death is attributed to the administration of thrombolytic therapy which resulted in bleeding and a subarachnoid hemorrhage and is not related to a silk road medical device.